Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Following troubleshooting was performed: cleaned contacts, reseated and tried other scopes. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a scope communication error b30. The event occurred during inspection for use. There were no reports of patient harm.